Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact under which the pump should not be exposed. The broken display cannot lead to misinterpretation of insulin amounts.

Event description:
Reporter stated the infusion device display is cracked and damaged, and this could lead to misinterpretation of the insulin delivery amounts. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).